Manufacturer narrative:
(B)(4). Customer returned a precision xtra blood glucose meter with serial number (B)(4) and test strips with lot number 42177. The complaint was not confirmed and no new issues were observed. All results were within range specification, and no errors or other issues were observed during control solution testing.

Event description:
A customer reported they obtained imprecise sequential readings on their precision xtra blood glucose meter. The customer reported they obtained readings of 50 mg/dl and 262 mg/dl within a 10 minute timescale. When plotted on a parkes error grid, the results fell in the 'b' and 'c' zones, results in 'c' zone are deemed clinically significant. There was no report of death, serious injury or mistreatment.